Event description:
The dealer reports the cam's are so loose in the device that it is pushing on the plate cover and bowing it out. The plate cover for the base is only being held on because it is catching on the screws.